Event description:
Same case as: 2184052-2013-00013, 00016, 00014. It was reported that during a revision surgery, the trinica screws were discovered to be broken. The index surgery treated c4-c7. The pt was revised approx 22 months later for adjacent level disease. During the removal of the instrumentation, it was found that both screws at c and c7 were broken. There was no report of the pt experiencing a fall. The screw shafts could not be removed from the bone and remain in the pt. A two level plate was used to replace.